Event description:
It was reported that a chest x-ray revealed that the atrial lead of an asymptomatic patient had become dislodged. The lead was deemed unnecessary and capped without replacement during a device changeout procedure. The patient was in good condition following the procedure.

Manufacturer narrative:
(B)(4)